Manufacturer narrative:
Batch review performed on 17 july 2018: lot 150799: (B)(4) items manufactured and released on 03 june 2015. Expiration date: 2020-04-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert std fixed # 5 / 12 mm reference 02.07.0512sf (k090988): lot 152600: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to signs of infection 1 month and half after the primary surgery on the right knee, 1 year and 4 months after the primary surgery on the left knee. The pathogen is unknown. The surgeon swapped the poly in both knees. The surgery was completed successfully.